Event description:
The MFR's rep reported that 3 months after implant, the pt began to experience withdrawal symptoms and a loss of efficacy. Prior to this, the pt had been getting good efficacy. At refill, the expected reservoir volume was 3ml and the actual was 1ml. The pt was given a therapeutic bolus with the little effect. "For sometime now, they have noticed swelling at the lumbar insertion site that they have just been watching." The reporter had no additional info. A follow up report will be sent if additional info is received.